Manufacturer narrative:
D10: concomitants: (B)(6), 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t; (B)(6), 02-010-03-0325 - logic cr femoral cem, right, sz 2.5; (B)(6), 200-02-32 - three peg patella 32mm. Pending investigation.

Event description:
As reported via legal documentation the patient had right knee replacement on (B)(6) 2018. Patient has claimed the following injuries: pain, stiffness, discomfort, and weakness which in turn negatively affected their mobility and quality of life and necessitated a revision surgery and the resultant pain following surgery and recuperation/rehabilitation period and physical therapy. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect, medical device, component, and investigation clinical codes.